Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex3442 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported that catheter related bacteremia started (B)(6) 2021 and ended (B)(6) 2021. The bloodstream infection occurred at the right side of the body with mild severity related to the device (catheter), unrelated to the procedure and accessories (guidewire, stylet). The device was removed, no sequalae and the tip of the PICC sent to c/s-microbiology. It was stated the bloodstream infection was confirmed by positive culture from PICC tip, results (B)(6) 2021 serratia rubidea more than 10 on 3cfu.